Event description:
It was reported by service report that the brakes would not hold. The customer reported that they did not know if there was pt involvement or if there was adverse consequences to report.

Manufacturer narrative:
Brake cams.